Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (incorrectly programming bolus settings.)

Event description:
The reporter contacted animas on (B)(6) 2014 stating that the patient's blood glucose (bg) was greater than 500mg/dl without symptoms. Customer support (cs) reviewed the pump and all settings were correct except for the bolus settings which were incorrectly programmed. This report is being made due to the hyperglycemic event the patient experienced, due to use error (incorrectly programming bolus settings.)